Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind, and the device alarmed. The blood glucose reading was 12.2mmol/l. Troubleshooting was performed. The insulin pump was stuck on the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.